Event description:
End user's wife alleges that end user was driving the motorized wheelchair on an access ramp, without the use of a safety belt, and fell forward out of the unit sustaining a fractured right femur and possible hip injury.

Manufacturer narrative:
Hoveround is unable to evaluate the power wheelchair at this time, however, no malfunction of the power wheelchair is suspected. Hoveround's owner's manual warns end users to always wear their safety belts when operating the power wheelchair.